Manufacturer narrative:
Company comment: the serious expected event of vascular occlusion was considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by an other health professional which refers to a (B)(6) female patient. Additional information was received on (B)(6) 2021 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane defyne (unknown amount, lot number, injection technique and needle type) for chin area augmentation. Unknown time later, on an unknown date, the patient had experienced full blown vessel occlusion (vascular occlusion) post chin area augmentation. The hcp reported that the patient had required 7 vials of hyaluronidase [hyaluronidase] to open the occlusion and she had a complete recovery. On an unknown date in (B)(6) 2021 (in 2 weeks), the patient would be coming in for follow-up to make sure that she was fully recovered. Outcome at the time of the report: vessel occlusion was recovered/resolved.